Event description:
Legal counsel for the patient alleges that patient underwent bilateral m2a hip arthroplasty on (B)(6), 2006 (right) and (B)(6) 2006 (left). Subsequently, patient underwent revision procedure on the right side (B)(6) 2008 due to patient allegations of pain, discomfort, dysfunction, soreness, and loss of range of motion. The acetabular component and femoral head were removed and replaced. A subsequent revision was performed on the right hip (B)(6) 2012 due to allegations of a loose acetabular component, which was removed and replaced. There was no reported revision of the left hip implant. Additional information received from patient¿s legal counsel reports the patient underwent a third right hip revision on (B)(6) 2013, due to pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. During this procedure, patient¿s legal counsel reported patient allegedly developed a blood clot and expired. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown . Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 MDR's filed for the same event (reference 1825034-2012-01650 and 1825034-2014-00692 / -00965).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 8 MDR's filed for the same patient (reference 1825034-2012 & 2014-00692/-00693/-0694/-0695/-05117/-05118/-05120).

Event description:
Legal counsel for the patient alleges that patient underwent bilateral m2a hip arthroplasty on (B)(6) 2006 (right) and (B)(6) 2006 (left). Subsequently, patient underwent revision procedure on the right side (B)(6) 2008 due to patient allegations of pain, discomfort, dysfunction, soreness, and loss of range of motion. The acetabular component and femoral head were removed and replaced. A subsequent revision was performed on the right hip (B)(6) 2012 due to allegations of a loose acetabular component, which was removed and replaced. There was no reported revision of the left hip implant. Additional information received from patient's legal counsel reports the patient underwent a third right hip revision on (B)(6) 2013, due to pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. During this procedure, patient's legal counsel reported patient allegedly developed a blood clot and expired. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision operative report noted the revision was due to pain and elevated metal ion levels. Operative report further noted the acetabular cup was loose. The modular head and acetabular cup were removed and replaced. Operative report for the (B)(6) 2013 right hip revision noted the revision was due to pain. Operative report further noted the acetabular cup was loose and the posterior wall was worn away. The modular head and acetabular cup were removed and replaced.